Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device availability - additional information. G3: date received by manufacturer - additional information. G6: type of report - follow-up. H2: type of follow up - additional information/device evaluation. H3: device evaluated by manufacturer - additional information. H6: adverse event problem - additional information.

Event description:
It was reported that a detached needle occurred. The sensor was inserted into the abdomen on (B)(6) 2023. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. The product was evaluated. An external visual inspection was performed and passed. The allegation was undetermined due to missing applicator. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that a detached needle occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The product was evaluated. An external visual inspection was performed and passed. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached needle occurred. The sensor was inserted into the abdomen on (B)(6) 2023. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).